Event description:
A malfunction alarm was reported by the customer, specifically malfunction code 199, with additional occurrences of malfunction code 12. There was no specific impact reported on the customer's blood glucose level, as the customer declined to provide this information. The customer was instructed to put the malfunctioning pump into storage mode and was informed about returning it to tandem using a pre-paid label. The technical support team arranged for a replacement pump to be sent and confirmed the shipping address, while the customer opted to use multiple daily injections (mdi) as backup therapy to ensure continuous insulin delivery.